Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ safety needle was pulled back before the whole dose of insulin could be administered. Customer¿s verbatim: ¿I have just had a ward nurse ring me re an safety needle that she says sprang back before the whole dose of insulin could be administered. From (B)(6): I have received the product complain below. Later, this client emailed me and stated that the issue could be due to the injection technique not the product itself.¿

Manufacturer narrative:
B.5. Describe event or problem: it was reported that an unspecified bd¿ safety needle was pulled back before the whole dose of insulin could be administered. Customer¿s verbatim: I have just had a ward nurse ring me re an safety needle that she says sprang back before the whole dose of insulin could be administered. I have received the product complain below. Later, this client emailed me and stated that the issue could be due to the injection technique not the product itself. H.6. Investigation sumary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified bd¿ safety needle was pulled back before the whole dose of insulin could be administered. Customer¿s verbatim: I have just had a ward nurse ring me re an safety needle that she says sprang back before the whole dose of insulin could be administered. I have received the product complain below. Later, this client emailed me and stated that the issue could be due to the injection technique not the product itself.